Event description:
The user facility reported that the tip of a visiglide guidewire detached and remained in the catheter during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The following information was provided by the user facility: cannulation was performed by the user facility however the catheter was not placed in the duodenal papilla as is normal procedure; instead the visiglide was inserted directly into the endoscope allowing the distal end of the catheter to protrude out; subsequently resistance was felt and the guidewire was removed from the catheter which resulted in the tip of the guidewire separating and remaining in the catheter; reportedly, there was no harm to the patient.

Manufacturer narrative:
The actual device was returned for evaluation along with the concomitant competitor's catheter. Visual inspection of the competitor's catheter found the fractured distal segment of the terumo guidewire remained in its lumen at approximately 1375mm - 1415mm from the distal end. Magnifying inspection of this combo found that the terumo guidewire had been kinked and tangled with another wire placed in the catheter. The competitor's catheter was found to have no anomalies such as a dent or kink. The fractured segment of the terumo guidewire was removed and measured. It was found to be 72mm in length. Magnifying inspection of the fractured distal segment of the terumo guidewire revealed: it had been flexed and the core wire was exposed; there were abrasions around the fracture; and the fractured cross-section surface was almost flat. Electron microscopy of the fractured segment found the terumo guidewire was flared and had a dimpled pattern on the surface. There were no anomalies found in this fractured segment that would cause a fracture. Further inspection of the terumo guidewire's lateral side confirmed there were no anomalies or flaws that would cause the fracture. The terumo guidewire was measured and the length was 4428mm. The fractured distal segment measured 72mm for a total length of 4500mm. This confirms that no foreign material was left unretrieved in the patient's body. Reproductive tests were conducted using a terumo guidewire sample from current production which subjected the reserve sample to bending, pinching, horizontal tensile force of the distal end and loop force. The results were similar to the condition of the actual sample. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Based on user facility information and the evaluation results, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the guidewire was caught in the competitor's wire and attempts to release the terumo guidewire by pushing and pulling caused the terumo guidewire to form a loop shape. Subsequent forceful pulling caused the terumo guidewire to break. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that state: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion portion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).